Event description:
The customer stated the probe was dripping (volume undetermined) and the controls were not recovering within range on the coulter act diff 12 analyzer. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event. No one sought medical attention. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer cleaned the probe rinse cup, and replaced both peristaltic pump tubings (for diluent). (B)(4).